Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that clotting was observed in a PICC line. The reporter stated that a patient had a clotted PICC line that was used to infuse ampicillin and gentamicin. Ampicillin and gentamicin was administered via intramuscular route until the PICC line was restarted. There was no patient injury or medical intervention associated with this event. No additional information is available.